Event description:
Customer reported experiencing a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. The customer, whose pump was out of warranty, expressed interest in obtaining an out-of-warranty loaner pump and was in the process of obtaining a new pump. They will use multiple daily injections as backup therapy and do not currently have a loaner pump. Customer was informed by technical support that a pump with updated software would be provided, requiring programming of pump settings and connection to a continuous glucose monitor. Technical support verified the shipping address, discussed the loaner pump agreement, and sent it to the customer. The loaner pump was sent after ensuring all necessary documentation was completed and signed.